Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot 202781552 was reviewed and the product was produced according to product specifications. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the nasogastric (ng) feeding tube broke into two pieces during use. The patient had been in intensive care. There was no harm to the patient as a result of the ng tube break. The medical team was able to retrieve both parts of the feeding tube, and a new fine bore feeding tube was inserted by the team.